Event description:
The distributor for the device attached an AED simulator to demonstrate the AED to the customer. She stated that "the machine failed the test... After stating that shock was advised, it wouldn't charge and instead said 'warning.' And then something about it needing service."